Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify lost sensor alarm due to buttons not responding.

Event description:
Customer reported via phone call that the transmitter was not working. Customer's blood glucose level was 238 mg/dl. Customer also stated that there was lost sensor error messages with prior sensors. The device will not be returned for analysis.